Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 22. On (B)(6)2019, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event thepatient experienced: infection, mobility and abscess. No further patient complications were reported.